Event description:
It was reported that the 9800 system collimator closed down and the system has no fluoro. The system had to be rebooted in order to regain the correct function. No pt injury was reported.